Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). It was reported that the patient¿s implantable neurostimulator (ins) was turned off a month prior to the date of this report. The hcp stated that the ins was turned off because it wasn¿t working. The patient told the hcp that the device was going to be removed. It was noted that the issue started in 2017. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had a MRI done on (B)(6), but it is unknown if the device started working or not or was turned back on. Patient had MRI before that too in march, where the device was off per patient. No further information was reported.